Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 01may2017. During troubleshooting efforts between merge technical support and the customer, it was found that the hemo monitor was faulty. It was confirmed by swapping the faulty unit with a known working spare the customer had in another lab. Merge technical support shipped the customer a replacement unit on 02apr2017. The faulty unit was returned to merge healthcare on 14apr2017 for evaluation. The results showed that hard drive failed diagnostic testing. It was replaced, software was loaded, and the unit ran four (4) days without issue. It was then sent to service stock. (Reference RMA # (B)(4).the potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). The customer then performed additional troubleshooting and found that the trunk cable was faulty as well and subsequently replaced it with a spare. Once replaced, it was confirmed that the problem was resolved. No further actions are anticipated at this time due to the issue being readily apparent to the user and the non-serious impact to a patient. Revised information contained in this supplemental report includes the following: d4 - added UDI number. D10 - added date device returned to manufacturer . G1-2 - updated contact office - name/address. G4 - date new information received by manufacturer (RMA closure date). G7 - indication that this is follow-up report 001. H1 - indication that reportable event due to malfunction. H2 - indication of additional information and device evaluation. H3 - indication that device evaluated by manufacturer. H6 - evaluation codes: method code: 10 - actual device evaluated. Results code: 628 - communications problem. Conclusions code: 13 - device difficult to operate. H10 - indication of additional manufacturer information is contained in this follow-up report.

Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor would not boot up when a stemi (st elevation myocardial infarction) patient was present. The patient was then taken to another one of the site's cath labs that had known connection issues. Subsequently, the medical staff opted to use a portable EKG with vitals. This resulted in ~5-10 minute delay. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could result in harm to the patient. The customer reported that procedure was completed successfully with external monitoring. (B)(4).